Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. Review of the most recent repair record determined seal is deformed, unit scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the seal is deformed. After investigation, it appeared that there is a locking issue due to damaged seal. No consequences or impact to the patient. Attempts have been made and no further information has been provided.